Manufacturer narrative:
The device was received deployed with the adhesive pad attached. Inspection of the adhesive pad, needle mechanism components, and fluid path components found no damages or defects that would contribute or result in the reported pain during insertion, infection, or swelling at the infusion site. The cause of the reported events could not be conclusively determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 406 mg/dl while wearing the pod between 4 and 26 hours. Symptoms reported include not feeling well, leg hurting/throbbing and fatigue. The patient also stated that after removing the pod there was pus coming out. The patient was diagnosed with cellulitis. The patient did blood tests and applied an IV (intravenous) for fluids , did an ultrasound on the leg to see if there was any fluids to be drained but there was none. Before the hospital they were squeezing the pus out until nothing was left. The patient was also given antibiotics to treat the issue. The prescription was doxycycline hyclate, then over the counter tylenol. The patient was released the same day. The site had a knot on the right side of the thigh. The pod was not worn when seeking medical attention.